Event description:
As per surgeon, harmonic scalpel was activated while inside trocar sleeve. This resulted in slight melting and weakening of the trocar sleeve. This resulted in the bottom section of the trocar sleeve separating from the top section while trying to manipulate the harmonic. Surgeon retrieved the bottom section from patient and no harm was noted.